Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving a failed battery test alarm. The customer's blood glucose was 130 mg/dl. The customer was assisted with clearing the alarm. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer was also advised on how to properly insert the battery. The customer stated they received a failed battery test again. No additional information provided.